Manufacturer narrative:
Product event summary: analysis found that the signal of the radiofrequency (rf) head was poor.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head could not get the information from pacemakers. The rf head was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.